Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing abdominal stimulation. The abandoned abdominal implantable pulse generator (ipg) was unable to be fully interrogated and was suspected to be at end of life. The patient was transferred to a different hospital to resolve the stimulation. The device remains implanted. No further patient complications have been reported as a result of this event.